Event description:
It was reported that during an excelsiusgps surgery they had a failure with robot in which all of the screws were off trajectory, forcing the surgeon to remove the hardware. There was not surveillance warning or skive/ offset when placing the screws.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.